Event description:
It was intended to treat a lesion exhibiting severe calcification and stenosis in the lcx with an endeavor resolute rx drug eluting stent. The device was inspected prior to use with no issues noted. It was reported that the lesion was first pre-dilated but the device could not cross the lesion. No patient injury reported. The device was returned to the manufacturing facility. Analysis of the returned device revealed that the stent was deformed. Evaluation summary: the distal tip was flared. The 1st three distal stent segments were deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation, severe calcification and stenosis, stent. Conclusion: stent deformation, severe calcification and stenosis. (B)(4).